Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk (glucose). The sample initially resulted as 455 mg/dl and this value was reported outside of the laboratory. The doctor called on (B)(6) 2012 to question the result. The sample was repeated on a different d module analyzer and the result was 101 mg/dl. The repeat result was deemed to be correct and a corrected report was issued. The customer did not know if the patient was adversely affected from the event. No adverse events were alleged. The glucose r1 reagent lot number was 65396401 with an expiration date of 06/30/2013. The glucose r2 reagent lot number was 65386001 with an expiration date of 05/31/2013. The field service representative could not determine a cause for the issue. He checked the analyzer for reagent dispense. He also checked the wash station and stirrer mechanisms. He ran a precision using quality control material.

Manufacturer narrative:
A specific root cause could not be determined. An evaluation of the issue is not possible as the customer is not willing to provide any requested information.